Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a prime (unable to prime) issue. The reporter was not able to provide further information during the initial complaint. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 15-jan-2019 with the following findings: a review of the black box verified multiple call service 162 ¿loss of prime" events with low non-zero force. Investigation testing was unable to duplicate the alleged ¿call service 162 ¿loss of prime" events. The force sensor calibration test confirmed the force sensor was within specifications. No caps were returned for investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.